Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
The pod received was partially deployed with the formed needle protruded through the exposed portion of soft cannula. Slide insert was partially visible through the top housing viewing window. Linkage assembly was found partially deployed from external view. After opening the top housing, both the linkage assembly and the formed needle retracted back to deployed state. Score marks were found on the underside of top housing, caused due to the misalignment between the linkage assembly and the top housing. Under close inspection, linkage rivet was found damaged that caused interference between top housing and linkage assembly. This resulted in the needle mechanism failure to fully retract the formed needle after deploying needle/cannula. Adhesive pad was not returned with the device. Evidence of blood was found on the bottom housing. The exposed formed needle contributed to the reported pain during insertion and bleeding/bruising at the pod infusion site.